Event description:
It was reported that on post-op day 2, while attempting to remove the drain and after removing several centimeters, the resident encountered intermittent resistance then sustained resistance at the skin surface. He applied light, steady traction until the tubing snapped at the skin surface through a drain hole. The patient went back to the operating room for repeat incision and drainage and had the piece of the drain removed at that time. The drain did not appear to be sutured in place.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown therefore no review of the device history record could be performed. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).